Event description:
The (B)(6) received 19 reports of implanted intraocular lenses (iols) in 11 pts with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Eight of the pts are bilaterally implanted; three of the pts are unilaterally implanted. This pt is bilaterally implanted; this report is for the left eye. No further info is expected. There are 19 medical device reports associated with these events; this is the eleventh report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).